Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular lead exhibited high pacing impedance. No intervention was performed and the patient was in stable condition.

Event description:
New information received notes that the programming changes was performed for the left ventricular lead.